Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. It was further noted that the power cord was damaged and it was also replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lot of 60 cycle noise during cases on the programmer software analyzer while analyzing leads. It was noted that both the cable for the analyzer and the analyzer itself were changed out but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lot of 60 cycle noise during cases on the programmer software analyzer while analyzing leads. It was noted that both the cable for the analyzer and the analyzer itself were changed out but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.